Event description:
Consumer applied product in 2007 to her back and shoulder to alleviate muscle ache. After the patch was removed, approx 8 hrs after application, the treated area began to feel hot with increased tenderness. Within 15 mins the treated area began to blister and burn. She applied antibacterial ointment on the affected area. The next day, she had to seek medical attention and doctor prescribed rx ointment for treatment. She is still treating the area.